Manufacturer narrative:
The insulin pump alarmed button error and had no bolus, escape and act buttons response due to corroded keypad traces. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no escape and act buttons response. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and stained endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a button error alarm and also reported that the buttons were not responding. Customer's blood glucose was 439 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.